Manufacturer narrative:
Batch review performed on 23 january 2025: lot 2408332: (B)(4) items manufactured and released on 19/07/2024. Expiration date: 04/07/2029. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Additional devices revised: batch reviews performed on 23 january 2025: gmk-spherika 02.12.e0112fl gmk-sphere tibial insert e-cross - flex 1l - 12mm (k202022) lot 2102423: (B)(4) items manufactured and released on 05/05/2021. Expiration date: 20/04/2026. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Gmk-spherika 02.12.3d01l gmk 3dmetal tibial tray size 1l (k221850) lot 2311627: (B)(4) items manufactured and released on 04/10/2023. Expiration date: 12/09/2028. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Root cause: the root cause of the observed event is patient's ligament looseness, as reported by the surgeon. The reason for ligament degeneration is unknown but there is no indication that any potential issue with the device may have caused or contributed to the event, and the document review does not indicate any potential manufacturing related cause.

Event description:
The patient came in reporting pain due to a dislocation of the femur from the tibial insert due to ligament looseness. About 7 days after the primary surgery, the surgeon revised all components and the surgery was completed successfully. The patient's revision surgery included revising the femur, tibia, and tibial insert components and gmk revision components were then implanted and a semi-constrained insert was used. No traumatic event was reported.